Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that a replacement has been denied by insurance. The patient (pt) was re-educated on how to recharge their device.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that since implant the patient has been having problems with charging the implant. Caller stated it can take like a half hour just to go from 50% to 60% or 60% to 70%. Caller stated ins charging takes 2-3 hours to get from 50-100%. Caller stated they met with the medtronic representative last week in person and the representative told them that it should not take that long to recharge. Caller also stated that the belt does not work at all because as soon as the patient moves it stops charging or it goes from excellent to good. Caller mentioned that they have not been using the belt because the patient cannot do it on their own and they were not told this when it was implanted. Caller stated the pt sits in a chair and leans back on the recharger. Agent asked caller if the therapy is on or off when charging and caller stated that they tried turning the therapy off and that did not make any difference whatsoever. Agent reviewed that the external components are functioning as intended and redirected caller to patient's healthcare provider to further address ins charging issue. Caller mentioned the battery pack inside pt's body is causing an extreme amount of pain and it is not getting any better. Patient stated that it is extremely painful for them and every time they move, that location where the battery is, they gets sharp pains. Caller confirmed the pains are not just when charging the ins. Caller said they are thinking about replacing the battery or repositioning it more in the abdomen as opposed to in the low back. Agent reviewed non rechargeable ins with the caller. Upon further review, caller confirmed ins charging issue and pain issue since implant date. Rep replied and noted they would reach out to pt.

Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.